Event description:
Baxter account manager reported to global pharmacovigilance (gpv) on an unreported date, the patient experienced the onset of severe drain pain during initial drain. Since the patient was not able to bypass the initial drain, he "disconnected the transfer set from the cassette, put the cassette tubing into the toilet to drain, and then re-connected to his body." The baxter account manager further stated that the patient "got peritonitis" due to "disconnecting the transfer set from the cassette, put the cassette tubing into the toilet to drain, and then re-connected to his body." The baxter account manager believed that the drain pain was related to the home choice machine. The baxter account manager was not able to provide a baxter drug or patient identifiers for the patient involved. All information available to the baxter account manager was reported.

Manufacturer narrative:
(B)(4). There was no allegation of a product malfunction reported against the baxter product by the customer; therefore, the sample was not requested for evaluation and a batch review will not be conducted. The product code is unknown. This complaint for use error-breach in aseptic technique is confirmed because it was reported that there was a break in aseptic technique, which is a use error that can cause peritonitis or potential contamination. The cause was undetermined. A labeling review was performed and found to be accurate and sufficient.